Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that her insulin pump was malfunctioning. Customer stated that she noticed that the insulin pump was giving her a 25 unit bolus and she stopped it at 18.20 units. Customer blood glucose reading at the time of the call was 68 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.